Event description:
The device was explanted due to a migration of the active electrode out of the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. The explanted device has not been received for investigation yet.

Event description:
The device was explanted due to a migration of the active electrode out of the cochlea.